Event description:
Sterile cast padding package was unwrapped to apply to the patient's limb after surgery. The employee noticed a wing from a bug on the padding before it was placed on the patient. The employee unwrapped more of the padding and noticed a dead bug. The packaging for this product was intact prior to opening it. New padding obtained. No patient harm.what was the original intended procedure?wrap a limb after a surgical procedure.device #1is this a laboratory device or laboratory test?no.